Event description:
Customer reported receiving imprecise readings on his son's precision xceed blood glucose monitor. Customer reported receiving readings of 47 mg/dl and 240 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer's son experienced symptoms of hypoglycemia and was treated at home with sugar. There was no report of third party medical intervention. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The product has been requested for investigation. A follow up report will be filed once investigation results are available.